Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(6) smart pms for sfa study, the (B)(6) male patient had 50-99% restenosis of the smart control stent at an unknown date. The lesion was treated with percutaneous transluminal angioplasty (pta)/poba approximately 4 months after index procedure. The patient partially recovered. Approximately 7 months after stent placement, 50-99% restenosis was observed again in the previously placed stent. The lesion was treated with pta (stenting). The patient's timi flow is unknown. The patient fully recovered. The patient had a 6x60ml smart control stent implanted without issue in a 50-99% occluded lesion in the superficial femoral artery at the time of the index procedure. Healthy tissue to healthy tissue was covered by the stent. The residual % of stenosis after stent placement was unknown. The patient was "fine" at discharge. At an unknown date, the patient had restenosis of the placed stent. The patient was compliant with antiplatelet therapy. The patient's medical history is unknown. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported by the (B)(4) smart pms for (B)(4) study, the patient had 50-99% restenosis of the smart control stent at an unknown date. The lesion was treated with percutaneous transluminal angioplasty (pta)/poba approximately 4 months after index procedure. The patient partially recovered. Approximately 7 months after stent placement, 50-99% restenosis was observed again in the previously placed stent. The lesion was treated with pta (stenting). The patient's timi flow is unknown. The patient fully recovered. The patient had a 6x60ml smart control stent implanted without issue in a 50-99% occluded lesion in the superficial femoral artery at the time of the index procedure. Healthy tissue to healthy tissue was covered by the stent. The residual % of stenosis after stent placement was unknown. The patient was "fine" at discharge. At an unknown date, the patient had restenosis of the placed stent. The patient was compliant with antiplatelet therapy. The patient's medical history is unknown.